Event description:
A us distributor contacted zoll to report that a patient was experiencing a service code 204 (belt/monitor unusable).

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) was isolated to the electrode belt's j702 component on the distribution node pca board being broken in the corner area. The root cause for damaged j702 was physical abuse. There was no adverse event that resulted from the damaged belt.